Manufacturer narrative:
Investigation: bd had not received samples, but seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect hemogard shield (cap) assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect hemogard shield assembly. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: the "lid was broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: the "lid was broken."